Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on a cobas 6000 e 601 module (e601). Based on some of the results, the customer followed their laboratory procedure of re-centrifuging the sample and repeating it. An erroneous result from the sample was reported outside of the laboratory for the elecsys toxo igg immunoassay (toxigg). The sample initially resulted as 0.907 iu/ml (negative) and this result was automatically reported outside of the laboratory by their middleware system. The customer repeated the sample after re-centrifugation and it resulted as 278.9 iu/ml (positive). No adverse events were alleged to have occurred with the patient. The toxigg reagent lot number was 184992. The reagent expiration date was requested but not provided. The customer determined that the sample tube had fibrin and bubbles in it prior to initial testing. The re-centrifugation seemed to remedy the issue. Calibrations and controls were within expected ranges, so the system was working within specifications. A picture of the sample taken prior to testing clearly showed a bubble on top of the liquid, so this explains the low result generated in the initial run. The root cause is related to pre-analytic sample handling.